Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the patient's right breast. The irritation was described as red, open, and bleeding. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with adjusting the garment and the patient started using rubbing alcohol to clean the electrodes. Follow up indicated the irritation improved. Supplemental report 10/07/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the patient's right breast. The irritation was described as red, open, and bleeding. There was no alleged device malfunction contributing to the irritation. The patient's nurse assisted with adjusting the garment and the patient started using rubbing alcohol to clean the electrodes. Follow up indicated the irritation improved.